Event description:
It was reported that during an electrophysiology (ep) ablation procedure, the catheter's curve was unable to be completely released for removal. The 7.5/110/2.5/lrg chilli ii tc catheter was located in the left atrium for an atrioventricular nodal ablation via an retrograde approach up and around the aortic valve. During the procedure, the catheter's curve was stuck in a curved position. The catheter was removed with the curve engaged, without incident. Visual inspection by the physician after removal confirmed that the catheter still had a curve to it. No patient complications were reported and the patient's status is okay. The catheter was replaced with another of the same devices and successfully completed.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: examination of the returned complaint device revealed that the distal tubing shaft was found bent. No sharp edges were found during the visual inspection. The catheter was put in the neutral position and the distal tubing shaft was confirmed to be bent. A digital microscope was used to measure the angle of the bend on the distal shaft. The bend on the distal shaft was measured to be approximately 98.317 degrees. During the functional curve check, both the right and left steering curves did not meet specification. The right curve was found deformed and had too much curve, and the left curve was deformed and did not exhibit enough curve. The catheter was then soaked for two hours in a 37°c saline tank. A second visual inspection was performed after the soaking, and again no sharp edges were found. Next the insertion/withdrawal test was performed ten times with an 8.5f sheath. No resistance was felt during the insertion and withdrawal testing. The catheter was able to return to neutral (not stuck in curve position) during insertion and withdrawal testing with the 8.5f sheath. The distal tubing was then dissected and the kevlar assembly was visually inspected and found to be intact. Then the kevlar assembly was dissected and it was confirmed that the center support and steering wires were bent. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is design limitations. (B)(4).